Manufacturer narrative:
H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: according to the gore® tag® conformable thoracic stent graft with active control system instructions for use, adverse events that may occur and / or require intervention or additional intraoperative procedure time include, but are not limited to: stent graft: migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2019, the patient underwent replacement of the aortic root and aortic arch using the elephant trunk technique, along with mitral valve replacement for an aortic dissection. On (B)(6) 2019, rapid expansion of the false lumen was observed. The patient underwent endovascular treatment using the gore® tag® conformable thoracic stent graft with active control system (ctag). On (B)(6) 2025, the patient presented with chest pain. A computed tomography scan revealed distal migration of the previously implanted ctag, along with signs of impending rupture. The patient underwent emergency reintervention. An additional ctag was deployed at the distal end of the existing ctag. A further ctag was deployed distally, and the procedure was completed.

Event description:
The following information was reported to gore: on an unknown date in (B)(6) 2019, the patient underwent replacement of the aortic root and aortic arch using the elephant trunk technique, along with mitral valve replacement for an aortic dissection. On (B)(6) 2019, rapid expansion of the false lumen was observed. The patient underwent endovascular treatment using the gore® tag® conformable thoracic stent graft with active control system (ctag). On (B)(6) 2025, the patient presented with chest pain. A computed tomography scan revealed migration of the distal end of the previously implanted ctag, along with signs of impending rupture. The patient underwent emergency reintervention. A 20fr gore® dryseal flex introducer sheath (dsf) was inserted but could not be advanced beyond the external iliac artery. The dsf was replaced with an 18fr dsf, and the procedure continued. An additional ctag was deployed at the distal end of the existing ctag, but expansion was insufficient. A touch-up ballooning was performed, resulting in improved expansion and increased lower limb blood pressure. A further ctag was deployed distally, and the procedure was completed.

Manufacturer narrative:
B3 / b4 / b5 / b6: describe event or problem has been updated.